Event description:
The pt received an scs sys which included two percutaneous leads from the same lot. It was reported the pt turned her sys off to undergo a non-related foot surgery some time after (B)(6) 2011 (exact date unk). When the pt attempted to turn the sys back on, it was no longer functioning. Interrogation of the sys revealed invalid contacts. The physician removed both percutaneous leads and replaced them with a single surgical lead.

Manufacturer narrative:
Eval results: the complaint regarding high impedance was confirmed for one lead. As received, the stimulation end lead segment had a kink with all wires broken approx 14 cm from the stimulation end. As there was no breach of the outer tubing of the lead segments, the damage is consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.